Event description:
The customer reported hemoglobin (hgb) incomplete results on a patient samples and a fluid leak of approximately 10ml from the white blood cell (wbc) bath on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. Affected samples were rerun on a backup analyzer, and rerun results were reported out of the laboratory. All numeric results correlated with the lh 750, according to the customer.

Manufacturer narrative:
A field service engineer (fse) did not go onsite for this event. The fse contacted the customer via telephone and the customer found that the wbc bath was loose. The fse assisted the customer with re-attaching the wbc bath, resolving the leak and hgb incomplete results. (B)(4).